Event description:
The initial reporter received a questionable mg2 magnesium gen.2 result for one patient sample tested on a cobas 8000 c702 module. The initial result was not reported outside of the laboratory. The high result was noted in line 2 of the 2nd module. The sample was rerun on the first and second modules of the analyzer. The initial result from line 2 of the second module was 1.07 mmol/l. The repeat result from the first and second modules was 0.81 mmol/l. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer stopped performing the assay on line 2 of the second module. The field service engineer (fse) replaced the sample and reagent probes. He checked the external wash for the reagent probes and did not find any issues. He made adjustments to the system software. He performed mechanical checks with acceptable results. The main water pressure, gear-pump head (gph) pressure, and the laundry levels were within specifications. Routine operations were resumed after successful calibration and qc results were obtained. After the fse replaced the probes, no further issues were reported by the customer. The investigation determined that the issue was consistent with a maintenance issue.